Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. There was no adverse impact to the customer's blood glucose level. Customer removed the needle from the septum, reinserted it, and was able to successfully load the cartridge with insulin.